Event description:
Pt reported elevated blood glucose of up to 430 mg/dl over the previous 4 days. Pt has corrected hyperglycemia by insulin syringe and infusion device. On (B)(6) 2010, pt went to doctor and measured positive for ketones. At 8:00 p.m., blood glucose was 98 mg/dl. Pt ate and delivered insulin through infusion device. On (B)(6) 2010 at 8:30 a.m., blood glucose was 315 mg/dl. Pt delivered insulin correction through syringe. Pt believes the insulin delivery of the infusion device was too low. Pt changes the infusion needle every 2 days and infusion tubing and insulin cartridge every 7 days. Correct type of battery is used in infusion device and battery setting was programmed correctly. Infusion device was not exposed to water or electromagnetic fields. Pt did not lose consciousness. Normal blood glucose is 100 mg/dl. The pt did not require treatment from a health care professional or second party to address the issue. Infusion device was replaced and requested for eval. No additional info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.